Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base of grip tip. A piece approximately 13.73mm x 5.01mm was found to be broken off. The broken piece was not returned with the instrument. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the images show one of the grips has broken and separated from the instrument.

Event description:
It was reported that during a da vinci-assisted ventral hernia (intra-peritoneal onlay mesh) surgical procedure, a part of the fenestrated bipolar instrument jaw fell into the patient's abdomen during insertion, at the beginning of the case. The broken piece was retrieved, and the instrument was removed from the field. The procedure was completed. On 18-mar-2025, intuitive surgical, inc. (Isi) received user facility report mw5167490 stating: "fenestrated bipolar broke inside the abdomen of the patient while doing the laparoscopic da vinci surgery. One of the tips came off. The surgeon carefully took the broken piece out of the patient. No harm noted. The product was returned to the local representative. This was the 2nd use of 14 uses of this item." Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected in sterile processing department (spd) after decontamination and on the field and no issue was noted. It is unknown what the surgeon believed was the cause of the instrument breaking or the cause of the fragment falling into the patient. The surgeon noted that the grasper portion broke during insertion at the beginning of the case. No outstanding problems were encountered. The instrument had 7 lives remaining. It was just inserted at the beginning of the case when the issue occurred. There was no issue with the functionality of the instrument; the instrument broke immediately. The instrument did not collide with any other instrument or other hard material during the surgical procedure. The fragment did not fall inside the patient during the instrument tip accessory collision. The instrument was not removed during the surgical procedure, prior to the breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The wrist was straightened upon the final removal of the instrument. The staff did not feel any resistance to the removal of the instrument through the cannula. The staff did not notice any damage to the cannula or the instrument after the case. All fragments were retrieved. It was visually noted that the fragment broke in one piece, and it fell right in the camera's view and was promptly retrieved. No additional surgical procedure was required to remove the fragment. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed as scheduled robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the remaining foreign object. The instrument has been sent back to the hospital; the fragment was also returned.